Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: there is not item to return. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. The luer locks were faulty, causing the vista seal not being able to be applied from it spilling everywhere. They got a new one to proceed with the case without patient harm. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. What is the lot number? 5. Was any leakage or product solution observed at the luer locks connection? 6. Were there any unexpected outcomes or complications as a result of the event? 7. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: upon the reception of the notified incident, it was requested additional information such as the batch number of the affected unit, the experience of the user with the product, if any leakage was observed as well as pictures/samples of the involved device. The following additional information was received: batch number is unknown. The physician has been a user of the product since mid-september and has been using the laparoscopic tip 2 or 3 times per week. No leakage was observed. No pictures were available. Sample of the affected unit is not available for return. Since the basic information as the batch number has not been received from the complainant and there are no pictures available to date, it has not been possible for lnstituto grifols s.a. To perform a proper investigation. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Physician has been a user since mid-september, but used tisseel prior. Newer tech was working with him. 2. How many times have they applied the laparoscopic tip? Physician will used laparoscopic tip 2-3x per week. 3. Was a sales representative present during the case when the issue was experienced? No 4. Was any leakage or product solution observed at the luer locks connection? No, per person who reported it. 5. Were there any unexpected outcomes or complications as a result of the event? Case just took longer than expected since they had to open another vistaseal 6. Are there pictures of the damaged device available? None but I can ask. The following information was requested, but unavailable: 1. What is the lot number? Unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.